Event description:
It was reported that the ventricular lead was suspected of t-wave oversensing (twos.) It was also reported that the patient was asymptomatic at time of electrogram (egm) strips and the strip was not reproducible with ventricular sensitivity at a more sensitive level. Stress test of patient recommended to see if twos is reproducible. The ventricular lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead 2009 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing information.